Event description:
Received information stating patient was hospitalized due to dka.

Manufacturer narrative:
Multiple attempts have been made to try and retrieve further event information with no customer response. Should new information become available a follow up MDR will be submitted.